Event description:
I had breast augmentation surgery with allergan silicone implants in (B)(6) 2007. After experiencing symptoms of a rupture in right breast my surgeon then performed surgery in (B)(6) 2015 to remove both implants at which time he discovered that silicone was leaking from implant, had escaped from capsule and was leaking into my body. During this revision surgery my surgeon put in mentor silicone implants. However, I had developed a severe infection in right breast due to the leaking silicone which caused me to have to undergo 2 more outpatient procedures, one on (B)(6), the other (B)(6) 2015 due to the fact that the incision would not heal properly as there was still severe infection build up in right breast. Both times the infection build up was so severe it caused incision site to burst open exposing new implant. Consequently, I had to be hospitalized this past sat ((B)(6)) to have new implant, which had become severely exposed once again, removed from right breast with drain put in to allow infection to clear form right breast. I was released with more pain meds and yet another round of antibiotics, my fifth since (B)(6). I am disgusted that not once was I ever informed of the possible adverse side effects associated with silicone implants, and was in fact led to believe that these devices were deemed safe by the FDA despite the fact that there was not enough mental anguish due to all of this but have went form a healthy individual who has never been sick or hospitalized for any reason, never had to take any medication for any reason to being a person that now lives on pain medication and antibiotics, and has to have my clothes put on me, relying on others to do even the most basic of functions that I now cannot perform for myself. I also am a student at (B)(6), scheduled to graduate this coming may with a bachelors in corrections/juvenile justice studies and criminology. I have been on the deans list the past 5 semesters, two at (B)(6) working on my associates in arts/science and three at (B)(6) working on my bachelors. Also, I was honored as president's list recipients this past semester for a 4.0 gpa. Now after suffering extreme pain and anguish from all these endless medical procedures and being unable to devote as much time to my classwork, I am left wondering if I will live to see may let alone graduate with the honors I have worked so hard to achieve.